Event description:
It was reported that the surgeon attempted to insert an aa4204vl silicone single piece lens but the lens became stuck in the cartridge. There was no pt contact. Add'l info has been requested from the facility but to date none has been forthcoming. If add'l info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
H6: results: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.